Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient connected the patient line to the transfer set prior to the patient line being properly primed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line without an alarm. This event occurred during the initial drain while the patient was connected. The patient connected the patient line to the transfer set prior to the patient line being properly primed. The technical service representative explained the possible causes. The technical service representative explained correct set up. The technical service representative assisted to end therapy, and advised the patient to set up with new supplies. The technical service representative reviewed proper procedures with the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.